Manufacturer narrative:
Additional information received reported that the lens was rotated from 67 degrees to 88 degrees on the lens reposition surgery date of (B)(6) 2017. Also, post-operatively one day after this reposition, the lens stayed at 88 degrees, the uncorrected visual acuity (ucva) was 20/20-2, and the patient was happy with their new visual acuity. Reportedly, prior to the rotation, the ucva was 20/40+2. No additional information was provided. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 24.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. The lens was implanted at 85 degrees at pod#1 (post-op day 1) the lens was at 67 degrees. The patient also complained of blurry vision, which interferes with daily activities. No additional information was provided. The lens was repositioned with and a non-amo capsular tension ring was placed on (B)(6) 2017. No additional information provided.